Manufacturer narrative:
The co rep replaced all contaminated parts on the unit. The unit was tested to factory specification. It functioned noarmally and was returned to the customer on 11/5/97.

Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.